Manufacturer narrative:
A ge service rep performed an on site investigation. Both fast stop cables were replaced. The system was then found to be operating as intended.

Event description:
The customer reported intermittent "fast stop activated" error messages that resulted in uncommanded system shut downs. There is no report of pt injury.